Manufacturer narrative:
H4: device manufactured between march 11, 2020 to march 12, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brown foreign material was observed in the fill port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.